Event description:
The 1.9 fr neomagic epiv. During a dressing change with a peripheral IV, the IV catheter snapped in half. The remaining catheter that was still inserted in the patient's IV was able to be removed without further treatment. FDA safety report ID#: (B)(4).